Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm during a bolus. Customer's blood glucose was 252 mg/dl. The customer reported the reservoir was almost empty. The customer also believed some insulin may have leaked out with their previous reservoir. The customer declined to troubleshoot for their blood glucose. The product will not be returned for analysis.